Manufacturer narrative:
Trackibng #.21160. D5,6; h4: info not available, device not returned for analysis.

Event description:
It was reported during a laparoscopic cholecystectomy the surgeon saw something white/clear in the pt. The surgeon stated it looked like the plastic diaphragm from the first seal. Before the piece could be removed, it disappeared. The piece was confirmed by x-ray. The surgeon did not open the pt to remove the piece. The pt was informed. The fdc 16 kit was used and the complete kit will be returned. All the instruments appear to be intact.